Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Manufacturing site eval: dermatome shows normal signs of wear for its age. In particular, the drive pin on the rocker arm is severely run. Thus, the blade detection is also reduced. The dermatome was built in (B)(4), the maintenance date is (B)(4) 2010. It is not apparent that the dermatome has been properly serviced. Checking the settings according to the protocol: the cutting gap is slightly unparallel. The difference noted is not significant in relation to this failure. The non-parallelism can be due to improper handling of the device. The cutting test shows a uniform graft. The cause appears to be related to user handling and not maintaining the device correctly.

Event description:
Country of complaint: (B)(6). Dermatome does not work properly when taking skin. Surgical delay more than 15 minutes. Taken skin could be used partially. Another dermatome was used to finish the surgery successfully.